Event description:
During an open reduction internal fixation of a zygomaticomaxillary complex fracture, a carol girard t-bar screw was used. An 8mm piece of the screw broke off intra-operatively and is retained in the pt's bone. The surgeon decided to leave it in the pt as it would have been much riskier to attempt to retrieve it.